Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 alarm that appeared on the homechoice (hc) unit display. This event occurred during use, the patient was not connected, in drain 3 of 4. The home patient (hp) had disconnected from the hc and did not follow the proper disconnect procedures. The hp then reconnected after the error occurred. The technical service representative (tsr) had the hp cycle the power off and on to clear the se 2240 followed by se 2367 ending the therapy. The tsr had the hp disconnect using aseptic procedure and remove the cassette. The hp was to notify the peritoneal dialysis registered nurse (pd rn) of missed therapy. The solution to this issue was provided over the phone and a swap of the device was not necessary. Proper procedures per the user manual were reviewed with the hp. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow-up with the customer, he stated that the technical service representative (tsr) did help to clear the alarm, and following instructions. He stated that he is ok and has been able to continue therapy.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was confirmed and the root cause was determined to be a use error- the patient disconnected from the set. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation or batch review could be performed.a follow-up report will be filed should additional information become available.